Event description:
It was reported that an ilet user experienced a leaking cartridge, evidenced by insulin odor on waking, a wet plunger top, unexpected rapid insulin depletion from the cartridge, and subsequent hyperglycemia up to 257 mg/dl for approximately three hours without alarms. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy during sleep, and no ketone testing. Investigation included review of user-reported device performance and troubleshooting with education on cartridge change technique. Investigation of this case revealed a likely leak at the cartridge due to improper technique during cartridge change. It was concluded that user technique likely contributed to the leak, which led to hyperglycemia without lasting health impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.